Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses. Follow up computed tomography imaging taken the following month, and four months later have revealed endoleaks indicative of a proximal type I endoleak and type ii endoleak with no sign of aneurysm growth. The physician has scheduled a reintervention for three months later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted.